Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) lead loss of capture. Technical services (ts) reviewed the related reports. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.